Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The initial report would have been submitted on 18-jan-2018 with a due date of 18-jan-2018. Due to an issue with the FDA esg or cdrh emdr processing system on 18-jan-2018, the report was not received in a timely manner.

Event description:
Literature article received: "the incidence of dissociated liners in 4,751 consecutive total hip arthroplasties using pinnacle polyethylene acetabular liners" eight separate polyethylene liner disassociations were identified, and each is reported separately for purposes of product complaint capture. This is patient 5, female, (B)(6) at primary surgery, and (B)(6) at revision for liner dissociation (20 months after primary). Reported liner-cup dissociation of a depuy marathon 32mm ID liner and pinnacle cup, with implant fracture of 4 of the 6 liner ards. There was wear deformity of the liner (ovoid shape), as well as extensive metallosis identified, with significant metal wear to the femoral head and the cup.

Manufacturer narrative:
(B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.